Event description:
It was reported that the pt had a posterior tlif procedure at l4-l5 where rhbmp-2 was placed in a cage and also anterior to the cage in the disk space. Approx, a third of a large kit was placed in the cage. Posterior fixation was used, and gelfoam was used in the procedure. Two weeks post-op, the pt bent over and heard a pop. CT of the lumbar spine showed resorption of the endplates at l4-l5. The cage was loose and had pushed backwards into the nerve. The pt underwent a revision surgery in 2008 to remove the cage and pack the disk space with bone croutons.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films or applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.